Manufacturer narrative:
Expertise files analysis revealed that the reported behavior was related to a programmer software issue (display issue). This issue has no impact on device operation.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a drop in the heart rate curve down to a value of zero was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a drop in the heart rate curve down to a value of zero was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a drop in the heart rate curve down to a value of zero was observed.